Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the device, though the pump did not shut down due to the issue. There was no adverse impact to the caller's blood glucose level. Tandem technical support arranged to send a replacement pump with updated software and advised the caller on steps to follow upon receiving it. The caller understood the instructions, including returning the damaged pump using a pre-paid ups label within ten days.